Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Device received with corroded battery tube, cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and keeps vibrating. Insert battery did not display on the screen. Customer stated the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.